Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead dislodged. The lead was explanted. The physician intended to upgrade the system to a dual chamber device, but due to patient anatomy issues, no system was implanted. No patient complications were reported as a result of this event.